Event description:
It was reported that there has been noise that has been oversensed in the past. At the present time, the health professional is not seeing noise on the live electrocardiogram (ECG) or in the stored episodes. However, it can be reproduced with movement. The device will be reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.